Manufacturer narrative:
Other text: additional information is provided for h.2 and h.6. No product was returned. The reported complaint could not be confirmed. No lot number was provided; therefore, a history record review could not be conducted. If the product is returned this complaint will be reopened for further investigation. For all enquiries or follow-up questions related to the record, do not use regulatory. (B)(4) located in sections g.1., please direct those to the following: (B)(4).

Event description:
It was reported after priming a new attached deltec cassette, the medication was injected in a trickle down the line. Normally this happens in a few drops. After a few hours, the woman did not feel well as she had headache and red head. The cassette was replaced and priming went normal.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.